Event description:
It was reported that a patient presented with torrential (grade 5+) functional tricuspid regurgitation (tr), amyloidosis, a large coaptation gap, dilated annulus, tethered posterior leaflet, and thickened leaflets for a triclip procedure. The procedure was noted to be difficult due to a central gap of 0.7-0.9cm that spanned from the anterior, posterior, and septal leaflets. The first clip was implanted on central anterior and septal leaflets (a/s), and resulted in a satisfactory tr reduction. The second clip targeted the posterior and septal leaflets. The leaflets could not be simultaneously grasped due to the large coaptation gap. The posterior leaflet was grasped first, and then the septal leaflet. The leaflet appeared curled, but the clip was able to go under and achieve a satisfactory grasp. Leaflet insertion assessment was performed via transesophageal echocardiogram (tee) and 3d intracardiac echocardiogram (ice), and was satisfactory. The tr was reduce to grade <1. The clip was deployed and then detached from the septal leaflet. Per the physician the single leaflet device attachment (slda) was due to the large coaptation gap and too much tension on the leaflets. There was an attempt to implant an additional clip between the slda and first clip, but visualization was poor and the case was discontinued. The tr was moderate-severe (2+-3+). The patient was stable throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping per the account was due to a large coaptation gap (patient conditions). The reported slda in the physician¿s opinion was due to a large coaptation gap and too much tension on the leaflets (patient conditions). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Correction: h6 - adverse event problem: investigation conclusion: code 60 was removed and corrected to 50.